Event description:
While the resident was being transferred from the bed to a geri chair, the lift allegedly tipped. The hanger allegedly hit the resident in the head resulting in a cut to the forehead requiring 25 stitches and a broken nose.